Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes: 22.8 mmol/l and 4.9 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).